Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial 3005168196-2019-00141 MFR report and is being corrected on this follow-up #1 3005168196-2019-00141 MFR report: results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The embolization coil was intact with the distal detachment tip and had offset coil winds along its length. Conclusions: evaluation of the returned smart coil revealed that the embolization coil was damaged. The coil had kinks and offset coil winds along its length. If the introducer sheath is not properly aligned inside the hub of the microcatheter, resistance may be experienced. If the smart coil is advanced against resistance, damage such as offset coil winds may occur. The offset coil winds likely contributed to the inability to advance the device through its introducer sheath during subsequent attempts. Further evaluation revealed bends along the length of the pusher assembly. The bends were likely a result of advancing the smart coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The embolization coil was intact with the distal detachment tip and had offset coil winds along its length. The smart coil was damaged and unable to advance through its introducer sheath. Conclusions: evaluation of the returned smart coil revealed that the embolization coil was damaged. The coil had kinks and offset coil winds along its length. If the introducer sheath is not properly aligned inside the hub of the microcatheter, resistance may be experienced. If the smart coil is advanced against resistance, damage such as offset coil winds may occur. The offset coil winds likely contributed to the inability to advance the device through its introducer sheath during subsequent attempts. Further evaluation revealed bends along the length of the pusher assembly. The bends were likely a result of forcefully advancing the smart coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a cerebral aneurysm using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil and two other coils in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil as the fourth coil, the physician experienced resistance at the hub of the microcatheter and could not advance any further. The physician then removed the smart coil and attempted to reinsert the coil through the microcatheter; however, the smart coil would not advance from its initial position within the introducer sheath and was stuck. Therefore, the smart coil was removed and the procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.